Event description:
It was reported that a ventricular pacing failure was found at a regular device check. Increased impedance, with lead warnings for high impedance, and increased thresholds were observed. The patient was not symptomatic. A lead fracture was suspected, so the lead was explanted and replaced. The lead was subsequently returned with report of coil fracture or deformity found. No patient complications were reported as a result of this event, and the patient outcome was reported to be recovered.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments returned.